Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted: device received dirty, line cord has a cut, exposing wires, quick connect corroded, water tank cover cracked, water tank contaminated with a foreign substance, microswitch is bent, enclosure has crack under quick connect and is contaminated inside unit. The display was also broken, confirming the customer complaint. The lcd display showed ink leakage. Probable root cause was attributed to customer impact damage; this could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a broken/damaged screen and the device needs to be exchanged. Patient involvement is unknown.